Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately four (4) months ago during the surgery, the surgeon alleged that the 1st anchor couldn't deploy although he pushed the black button. So, he pulled out this product from the patient's body for checking it. Then, he confirmed that the needle of this product was fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device was cycled twice. The tip of the needle is fractured and one anchor is lodged in the fractured piece, while the other anchor is not in the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available.